Manufacturer narrative:
(B)(4) the following report is submitted to relay additional information. Concomitant medical products: vanguard cr ilok fem-rt 62.5 item#183006 lot#j6006473, vngd ant stab brg 13x71 lot#890670 item#189063, biomet cc I-beam tray 71mm lot#j080209 item#141223. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00649, 0001825034-2018-00651, 0001825034-2018-00650.

Event description:
It was reported that the patient developed a pulmonary embolism one week following initial implantation. Attempts have been made and no further information has been provided.